Manufacturer narrative:
Manufacturer's investigation conclusion: the event of loss of external power while using the mobile power unit (mpu) was confirmed in the submitted log file. The customer submitted a heartmate 3 lvas log file for review for low flow alarms. Technical services reviewed the log file and confirmed the low flow alarms. They also noted multiple loss of external power events. The controller event log file contained 23 hours of patient event data. There were three loss of external power events that occurred over a 30 second period. The events were 2 to 3 seconds in duration. The controller operated on backup battery power during the events. The mpu was the power source before and after the events. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of mpu output in each case. The customer reported additional information regarding the events. The mpu ac power cord came out of the ac outlet resulting in a loss of ac power to the mpu. The customer reported that the mpu was operating properly and would be not returned for evaluation. The root cause of the loss of external power events was the mpu power cord disconnecting from the wall outlet. The mobile power unit assembly was made in mar 2021. The unit was packaged and placed into stock on apr 23, 2021. The unit was sent to the customer on may 12, 2021. The unit was assigned to the patient on (B)(6) 2021. The unit had no previous services. Set up and use of the mobile power unit with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook under alarms and troubleshooting, no external power alarm, and power cable disconnected alarm and the heartmate 3 lvas IFU under alarms and troubleshooting, no external power alarm, and power cable disconnected alarm. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable, ac power cord and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log files by technical services found low power hazard/power cable disconnect/no external power alarms on (B)(6) 2021 that were caused by power to the mobile power unit (mpu) being briefly interrupted. The patient's mpu had a v-lock connector on the ac power cord, but it was reported that the power cord came loose at the wall outlet. The vad was functioning as intended.